Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulation is in their neck, and not in their hand where it needs to be. The patient noted that the stimulation in their neck is not hurting them, but as a matter of fact it felt good when they had neck pain. They stated that in order to feel the stimulation in their neck, they have to turn their head slightly to the right. When their head is upright, they do not feel stimulation at all. Additional information received from the manufacturing representative (rep) indicated that the patient was in a car accident in 2016, which may be related to their loss of stimulation in their hand. The rep stated that the patient has multiple contacts that show impedances greater than 10,000 ohms. They referenced electrodes: 0, 4, 5, 6, 7, 8, and 9. The rep reprogrammed the patient on (B)(6) 2017, and the patient is currently getting good coverage. They mentioned that electrodes 12, 13, and 14 have viable impedances. No further complications were reported. The patient was implanted for non-malignant pain and complex regional pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient indicated that they weighed (B)(6) pounds.